Event description:
Procedure type: laparoscopic colectomy. Patient gender: unk. According to the reporter: when the surgeon inserted storz scope (5mm across) into 5mm port, seal broke and fell into cavity. The fallen seal was retrieved from cavity. Used another. No bleeding. No tissue damage. No pt harm. Operating room time not extended. No pt injury was reported.

Manufacturer narrative:
(B)(4).